Manufacturer narrative:
Onsite testing of the involved devices was scheduled by a spacelabs field service engineer (fse); however, the facility witness to the event was not available to verify which equipment was in use or any event details. No other facility staff member provided event details when asked. The facility biomed specifically stated he was unaware of any issues and the telemetry system was performing as expected. The fse contacted the customer two additional times to obtain event details, but no one from the facility provided any information or reported any issues. The customer did not provide equipment logs, serial numbers, recordings or a patient retrospective database needed for an event investigation. Root cause could not be determined due to insufficient data from the customer. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with receiver module model 90478 and central monitor model 91387-38 failed to generate an audible alarm or printout for a witnessed six seconds arrhythmia on (B)(6) 2014. The alarm event did display visually at the central monitor and sent an alarm event to ics-g2 (the retrospective database). No one was injured as a result of this event.

Event description:
Spacelabs received a report that a telemetry monitor failed to alarm for arrhythmia lasted 6 seconds. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.